Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed with the external components in the appropriate post-deployed positions. The thumb advancer remained locked in the deployment completion window indicating the device was not removed in accordance with the instructions for use (IFU). The IFU instructs the operator to remove the device by releasing the locking mechanism on the thumb advancer using the access ports: after using the access ports, retract the thumb advancer as far proximal as possible, and then slide the safety release to collapse the locator wings and reset the plunger. The locator wings were bent and broken with one of the ribbons protruding out of the distal end of the tubeset, consistent with a difficult to remove device. Based on the investigation findings, the most probable root cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment through the tissue tract that may create distal forces resulting in bending and breakage of the locator wings and subsequently contributing to difficult device removal. Additionally, it was reported the device was deployed in an obese patient, which might have been a contributing factor in the event. The IFU states under special patient populations, the safety and effectiveness of the starclose closure device has not been established in patients who are morbidly obese. Based on the investigation findings, the probable root cause for the difficulty in removing the device is related to operational context in which the device was used and incorrect operator technique. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, although after clip deployment difficulty was encountered removing the device, it was not indicated how the device was removed. Closure was reportedly not successfully; therefore, manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.